Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B)(6) male with congenital abnormality and anal atresia was implanted with an acticon device on (B)(6)2004. On (B)(6)2008, the pump was removed and replaced due to recurring incontinence. A request for the device was sent and the device was not returned for analysis. No further information has been provided.